Event description:
The initial reporter stated they received discrepant results for one patient sample tested with elecsys troponin t gen 5 stat on a cobas e411 disk. The sample initially resulted in a troponin t value of < 6 ng/l with a data flag. Controls were outside of range the following day, so this prompted the customer to repeat the sample. The sample was repeated on a second analyzer, resulting in a value of 18 ng/l. The repeat value was deemed correct.

Manufacturer narrative:
The serial number of the e411 analyzer is (B)(6). The investigation is ongoing.